Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and audio anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had unexplained no delivery alarm and multiple button presses required to get response from pump. It was reported that the insulin pump alerts were not as loud caused to miss alarms. The insulin pump will not be returned for analysis.